Event description:
As reported by the (B)(6) study, the patient had mild ischemia of the anterior wall and a positive stress test approximately 5 years and 5 months post cypher implantation ((B)(4)/ lot 14031855) procedure. He was admitted with chest pain and shortness of breath. The stress test showed anterolateral reversibility. The patient first had an angiogram performed and the cardiologist did not perform an intervention. The cardiologist recommended that the patient have CABG surgery ¿since the patient has had multiple episodes of in-stent restenosis.¿ the patient did see a cardiovascular surgeon and decided not to have a CABG and opted to have stenting. The stenting was done 1st to the lad then to the rca a month later. Angiogram reports were provided. ¿the proximal om had a stent, which had 70% to 80% in-stent restenosis. Left anterior descending artery had a stent in the proximal and mid segments. The proximal segment had about 50% stenosis. The mid-segment right after the diagonal origin had about 80% in-stent restenosis. The diagonal artery had a stent proximally that had 99% stenosis.¿ there is a stent in the circumflex itself, which was 100% occluded at the bifurcation there.¿ a percutaneous coronary intervention (pci) with a drug-eluting stent was performed the mid lad. Left coronary angiogram and intervention was performed. An ebu 3.5 guiding catheter was used to engage the left main coronary artery. A 0.014 bmw universal wire was used to wire the om. The 80% stenosis in the proximal om was then primarily stented using a 2.75 x 18 mm resolute drug-eluting stent. The lesion was then post dilated with a 3.0 x 15 nc trek balloon up to 18 atmospheres. This resulted in 0% residual stenosis. Timi-3 flow before and after the intervention. The wire was then removed and used to wire the lad. Another wire was used to wire the diagonal artery. The diagonal artery had 99% in-stent restenosis at the proximal segment and the left anterior descending artery had 80% stenosis after the bifurcation. The diagonal artery was first ballooned with a 2.25x15mm nc trek balloon up to 20 atmospheres. Primary stenting of the lad was performed on with a 2.5x18mm resolute drug-eluting stent. Post-dilation was then performed with a 2.75x20mm nc trek balloon and the procedure was finished with kissing balloon angioplasty of the lad and diagonal artery with a 2.25mm balloon in the diagonal artery and a 2.75mm balloon in the lad artery. This resulted in excellent angiographic result, with 0% residual stenosis in the lad and about 20% residual stenosis in the diagonal artery. Conclusion: successfully primary stenting of the major obtuse marginal branch using a drug-eluting stent, successful primary stenting of the mid lad with angioplasty of the diagonal artery finishing with kissing balloon angioplasty, and severe stenosis at the ostium of the right coronary artery. The patient was to be discharged same day if no complications occurred and instructions were to continue dual antiplatelet therapy. The patient was instructed to return in 2 weeks to revascularize the ostial right coronary artery. The patient is a (B)(6) male who was admitted to the hospital with angina. The patient has a previous history that includes smoking, myocardial infarction, coronary artery disease with multiple interventions in the past, hyperlipidemia, and percutaneous coronary intervention. The patient was enrolled in the (B)(6) study. Prior to study enrollment, the patient suffered a myocardial infarction and had a 3.5 x 18 driver (medtronic) stent placed in the first obtuse marginal. Approximately two years later, the patient had ruptured plaque of the proximal left anterior descending (lad) (diagonal bifurcation) and jailed branch of the circumflex. The patient underwent thrombectomy of the lad and angioplasty and stenting of the 1st diagonal, and proximal lad (cypher (B)(4)/ lot unknown). Approximately two months later the patient underwent angioplasty and stenting of the distal circumflex with a 2.5x8mm pixel stent. Approximately four months later the patient returned with a positive stress test and underwent ivus revascularization of the lad, angioplasty with arterectomy of 1st diagonal, angioplasty and atherectomy of distal circumflex. Approximately four months later an angiogram was performed. No stents were placed, medical therapy recommended. Twenty-six months later the patient underwent angioplasty of the circumflex for in-stent restenosis. It was noted that the lad stent was patent. Nine months later the patient returned with unstable angina. Angiography revealed severe in-stent stenosis affecting the mid circumflex. The patient underwent cutting balloon angioplasty of 99% in-stent mid circumflex artery. It was noted that the stented segment in the proximal and mid lad was patent with a 20% narrowing in the middle of the stent. Approximately fifteen months later the patient suffered severe disease affecting the circumflex artery 100 % in-stent stenosis, severe disease affecting the main diagonal with 80% in-stent stenosis, moderate to severe disease affecting the main obtuse marginal with 60 % in-stent stenosis. The patient successful angioplasty/stenting of 100 % in-stent stenosis in mid lcx with a cypher ((B)(4)/ lot 14031855) stent and angioplasty of 60 % in-stent ostial 1st obtuse marginal artery stenosis with a 30% residual stenosis at the end of the procedure. Six months later the patient had severe disease affecting the main diagonal with severe in-stent stenosis and severe disease affecting the mid circumflex artery. Patient has cutting balloon angioplasty of a 90% in-stent 2nd diagonal stenosis, cutting balloon angioplasty of a 90% and 70 % mid lcx. Aggressive medical therapy and quite smoking was recommended. The lad stent was widely patent. Two months later, the patient was enrolled in the cypress study and underwent successful stenting with 2.25 x 13 cypher in the 2nd diagonal ((B)(4) lot 15016635) with a 90% stenosis resulting in no residual stenosis. Approximately seven months post study stent implantation the patient underwent kissing balloon angioplasty of implanted cypher stent in ostial diagonal and mid lad, no stent placed.

Manufacturer narrative:
Please note that prior reportable events have occurred with this patient and the associated manufacturing report numbers are as follows: 3003742446-2010-00170, 3003742446-2010-00171, 3003742446-2010-00172, & 3003742446-2014-00062. Complaint conclusion: as reported by the (B)(4) study, the (B)(6) male patient with a medical history of previous pci, coronary artery disease with multiple interventions in the past, family history of coronary artery disease, hyperlipidemia , hypertension, and previous myocardial infarction (2003), had mild ischemia of the anterior wall and a positive stress test approximately 9 years and 7 months post cypher implantation (cxs28300/lot unknown) and 5 years and 5 months post cypher implantation (cxs13250/ lot 14031855) procedure. He was admitted with chest pain and shortness of breath. The stress test showed anterolateral reversibility. The patient first had an angiogram performed and the cardiologist did not perform an intervention. The cardiologist recommended that the patient have CABG surgery ¿since the patient has had multiple episodes of in-stent restenosis.¿ the patient did see a cardiovascular surgeon and decided not to have a CABG and opted to have stenting. The stenting was done 1st to the lad then to the rca a month later. Angiogram reports were provided. ¿the proximal om had a stent, which had 70% to 80% in-stent restenosis. Left anterior descending artery had a stent in the proximal and mid segments. The proximal segment had about 50% stenosis. The mid-segment right after the diagonal origin had about 80% in-stent restenosis. The diagonal artery had a stent proximally that had 99% stenosis.¿ there is a stent in the circumflex itself, which was 100% occluded at the bifurcation there.¿ a percutaneous coronary intervention (pci) with a drug-eluting stent was performed the mid lad. Left coronary angiogram and intervention was performed. An ebu 3.5 guiding catheter was used to engage the left main coronary artery. A 0.014 bmw universal wire was used to wire the om. The 80% stenosis in the proximal om was then primarily stented using a 2.75 x 18 mm resolute drug-eluting stent. The lesion was then post dilated with a 3.0 x 15 nc trek balloon up to 18 atmospheres. This resulted in 0% residual stenosis. Timi-3 flow before and after the intervention. The wire was then removed and used to wire the lad. Another wire was used to wire the diagonal artery. The diagonal artery had 99% in-stent restenosis at the proximal segment and the left anterior descending artery had 80% stenosis after the bifurcation. The diagonal artery was first ballooned with a 2.25x15mm nc trek balloon up to 20 atmospheres. Primary stenting of the lad was performed on with a 2.5x18mm resolute drug-eluting stent. Post-dilation was then performed with a 2.75x20mm nc trek balloon and the procedure was finished with kissing balloon angioplasty of the lad and diagonal artery with a 2.25mm balloon in the diagonal artery and a 2.75mm balloon in the lad artery. This resulted in excellent angiographic result, with 0% residual stenosis in the lad and about 20% residual stenosis in the diagonal artery. Conclusion: successfully primary stenting of the major obtuse marginal branch using a drug-eluting stent, successful primary stenting of the mid lad with angioplasty of the diagonal artery finishing with kissing balloon angioplasty, and severe stenosis at the ostium of the right coronary artery. The patient was to be discharged same day if no complications occurred and instructions were to continue dual antiplatelet therapy. The patient was instructed to return in 2 weeks to revascularize the ostial right coronary artery. The patient is a (B)(6) male who was admitted to the hospital with angina. The patient has a previous history that includes smoking, myocardial infarction, coronary artery disease with multiple interventions in the past, hyperlipidemia, and percutaneous coronary intervention. The patient was enrolled in the (B)(4) study. Prior to study enrollment, the patient suffered a myocardial infarction and had a 3.5 x 18 driver (medtronic) stent placed in the first obtuse marginal. Approximately two years later, the patient had ruptured plaque of the proximal left anterior descending (lad) (diagonal bifurcation) and jailed branch of the circumflex. The patient underwent thrombectomy of the lad and angioplasty and stenting of the 1st diagonal, and proximal lad (cypher cxs28300/ lot unknown). Approximately two months later the patient underwent angioplasty and stenting of the distal circumflex with a 2.5x8mm pixel stent. Approximately four months later the patient returned with a positive stress test and underwent ivus revascularization of the lad, angioplasty with arterectomy of 1st diagonal, angioplasty and atherectomy of distal circumflex. Approximately four months later an angiogram was performed. No stents were placed, medical therapy recommended. Twenty-six months later the patient underwent angioplasty of the circumflex for in-stent restenosis. It was noted that the lad stent was patent. Nine months later the patient returned with unstable angina. Angiography revealed severe in-stent stenosis affecting the mid circumflex. The patient underwent cutting balloon angioplasty of 99% in-stent mid circumflex artery. It was noted that the stented segment in the proximal and mid lad was patent with a 20% narrowing in the middle of the stent. Approximately fifteen months later the patient suffered severe disease affecting the circumflex artery 100 % in-stent stenosis, severe disease affecting the main diagonal with 80% in-stent stenosis, moderate to severe disease affecting the main obtuse marginal with 60 % in-stent stenosis. The patient successful angioplasty/stenting of 100 % in-stent stenosis in mid lcx with a cypher (cxs13250/ lot 14031855) stent and angioplasty of 60 % in-stent ostial 1st obtuse marginal artery stenosis with a 30% residual stenosis at the end of the procedure. Six months later the patient had severe disease affecting the main diagonal with severe in-stent stenosis and severe disease affecting the mid circumflex artery. Patient has cutting balloon angioplasty of a 90% in-stent 2nd diagonal stenosis, cutting balloon angioplasty of a 90% and 70 % mid lcx. Aggressive medical therapy and quite smoking was recommended. The lad stent was widely patent. Two months later, the patient was enrolled in the (B)(4) study and underwent successful stenting with 2.25 x 13 cypher in the 2nd diagonal ((B)(4) study stent - cxs13225/ lot 15016635) with a 90% stenosis resulting in no residual stenosis. Approximately seven months post study stent implantation the patient underwent kissing balloon angioplasty of implanted cypher stent in ostial diagonal and mid lad, no stent placed. The complaint product was not returned for analysis as the device remains implanted. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event associated with coronary artery stenting. Patients who are known to be at high-risk for restenosis and thrombosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Based on the information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, the patient¿s serious medical history and the progression of existing coronary artery disease may have contributed to the event. There is no evidence of manufacturing issues that may have contributed to the reported events; therefore, no corrective action is required at this time.

Manufacturer narrative:
Concomitant medical products: ace inhibitors and diuretics, aspirin, beta blocking agents, clopidogrel, plavix, hmg coa reductase inhibitors. This device is not available for testing and evaluation as the device remains implanted. Additional information is pending and will be submitted within 30 days upon receipt. Please note that prior reportable events have occurred with this patient and the associated manufacturing report numbers are as follows: 3003742446-2010-00170, 3003742446-2010-00171, 3003742446-2010-00172, & 3003742446-2014-00062.